Event description:
It was reported the pt received an electrical shock when "they" (unspecified) tried to stimulate him. The lead was explanted and no replaced. The patient status after explant was reported as "ok".